Event description:
Injection port was not fully bonded to bag. Left small hole had tpn leaking from it. Tubing may have disingaged from bag in pt's home refrigerator causing massive tpn leak into refrigerator.